Manufacturer narrative:
Medivators has requested the devices subject of the event are returned for evaluation. The investigation into the reported event is in process; a follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that during a patient procedure including use of a defendo disposable suction valve, there was too much suction causing the endoscope to suction to the patient's mucous membrane. No report of injury.

Manufacturer narrative:
The device subject of the event was not returned for evaluation. Without the returned device, a root cause could not be determined. The device history record (DHR) was reviewed and no abnormalities were noted. There have been no other complaints associated with this lot. To date, there have been no additional reports of this issue from the customer.